Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode and recorded the following codes: 0xa 0xa 0xa, indicative of an oscillator mismatch. A battery longevity estimate from approximately six weeks earlier had indicated that there was six months remaining on the battery. This pacemaker remains in service at this time, however urgent device replacement was recommended as the patient may be atrial pacing dependent. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode and recorded the following codes: 0xa 0xa 0xa, indicative of an oscillator mismatch. A battery longevity estimate from approximately six weeks earlier had indicated that there was six months remaining on the battery. This pacemaker remains in service at this time, however urgent device replacement was recommended as the patient may be atrial pacing dependent. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.